Event description:
A male patient was enrolled in the study in 2005. The lesion was a bifurcation of the left anterior descending (lad) and the first diagonal branches. In the main branch, predilation was conducted with a 3.0 x 20mm balloon at 14atm. A 3.5 x 28mm cypher select stent was implanted. Kissing balloon was performed, final stenosis was 0%. The side branch was predilated with a 3.0 x 20mm balloon at 14atm. A 3.0 x 23mm cypher select stent was implanted. Kissing balloon was performed, final stenosis was 0%. A distal type c dissection occurred in the main branch. Patient was treated pharmacologically and with an overlapping 3.0 x 33mm stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.